Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-01573. It was reported that the patient system diagnostics recorded high impedances on the leads, and as a result was not receiving effective therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective therapy was restored post-operative. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7011051.